Event description:
(1) noise event seen on recordings labeled as mode switch. Unable to reproduce with isometric exercises, movements, and pocket manipulation by the physician. Lead remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.